Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed unexpected restart error test and displacement test .no unexpected battery out limit alarm anomalies noted. No unexpected low battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had off no power alarm. The blood glucose level was unknown. The customer reported that today the insulin pump stopped working without any warning. The customer reported that they had received the low battery alarm in the history. The customer had replaced the battery and received the off no power alarm. There was a little crack near the battery cap. The troubleshooting was not performed. The insulin pump will be returned for analysis.